Manufacturer narrative:
Additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
Welch allyn was made aware of an event in which a nurse indicated that on a number of occasions when one of the nellcor spo2 probes became detached from the patient finger either accidently or by a member of staff the propaq cs device would not alarm and the spo2 value displayed on the screen of the propaq cs would remain static. I.e. The last measurement would be displayed and the value would not change even though the probe was disconnected from the patient. Welch allyn field service engineer went to the customer facility to test the device and he was able to duplicate the customer's allegation. The customer is sending the device back for evaluation. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.